Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd) issues. The device was explanted and replaced. No additional adverse patient effects were reported.